Manufacturer narrative:
Concomitant medical products: 4058m52, implanted: (B)(6) 1994.

Event description:
It was reported that the right ventricular (rv) lead was partially explanted and replaced due to a possible fracture. The right atrial (ra) lead was partially explanted and replaced due to a low pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.